Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while a patient was going to have a CT scan the nurse noticed the patients bed was wet from a broken IV tubing set that leaked propofol. There was no patient harm.